Event description:
The centralink data management system reused a patient sample ID. Patient a had sample ID (B)(6) and the result was recorded (B)(6) 2012. Patient b had sample ID (B)(6) and the result was from (B)(6) 2013. Both patients have patient ID (B)(6). When patient b was run, the result that populated the previous sample field was actually a result from patient a. The physicians did not receive any incorrect results. There were no reports of adverse health consequences or known patient intervention due to the incorrect sample ID's.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the data and concluded the cause of the reused patient ID was user error. The tsc advised the customer to not reuse patient ID's and reminded the customer about the warning in the customer operators guide that a unique patient ID is required. The centralink is performing within specification and no further evaluation of the devices is required.